Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was "not getting the insulin needed" from the pump and the customer was no longer using it for insulin therapy. No additional information was provided. Reportedly, the customer declined troubleshooting from tandem technical support.